Manufacturer narrative:
For regularization - retrospective review / FDA request. After verification of the screwdriver, we do not see a fracture. The connector and the shank are separated because the connector pin is out of its socket. This phenomenon is still very rare and isolated : we have no other complaint recorded on this type of default. It could have been caused by the different sterilization treatments that make materials work.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. "During an acl procedure, the driver fractured off the quick chuck. A competitor product was used to complete the procedure. No further information has been provided."